Manufacturer narrative:
A ge service representative performed an onsite investigation. Multiple system pcb assembly connections were evaluated and reseated. The ups (uninterruptible power supply) batteries were also replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error and was shutting down without command of the operator. There is no report of a patient injury or death associated with this event.